Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of ds2 return. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the flow rate error detected pca with electrical damage. The customer complaint was not reproduced. There were no errors has been identified. The device was scrapped.